Manufacturer narrative:
Follow-up # 1, the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. The control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an inaccurate high control solution result. The reporter claimed obtaining a control solution result of ¿148 mg/dl¿ which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.